Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 50 ml bd plastipak¿ luer-slip syringe was received as the wrong product.

Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. The marking scale of the syringe (reference: 300866) is up to 60ml according to procedure, but the nominal value of the syringe is 50ml. According to regulations, if the scale is extended beyond the nominal capacity, the extended portion shall be differentiated from the rest of the scale. In this case, it is differentiated by encircling the scale number of the nominal capacity at the 50ml line. Investigation conclusion: DHR cannot be reviewed since lot number is unknown. As no samples were available for evaluation, the reported defect could not be substantiated. Root cause description: since labelling of this product is according to bd specifications the alleged defect is not considered a manufacturing defect. Rationale: complaints received for this device and defect will be monitored by our quality team.

Event description:
It was reported that a 50 ml bd plastipak¿ luer-slip syringe was received as the wrong product.